Event description:
It was reported by service report that the foot end controls do not engage the brakes. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: slotted spring pins.